Manufacturer narrative:
Additional information: medtronic received information that the site selected the incorrect patient exam. Once the proper exam was selected, the site continued the procedure as intended. There was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when confirming accuracy. The error metric was reported to be within range and that the site registered without issue. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.